Manufacturer narrative:
Continuation of concomitant medical products: d224trk ICD, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a cardiac arrest and after, the left ventricular lead had no capture. The previous thresholds were normal. The lead was capped and not replaced. No patient complications have been reported as a result of this event.